Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images on (B)(4) 2015. An immucor field service engineer visited the customer site on (B)(4) 2015 and determined that the instrument in question was operating as expected.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen tested on a galileo echo.